Event description:
It was reported that during the implant procedure, the catheter did not respond to torque. Another catheter was used to successfully complete the procedure. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the catheter was returned, analyzed, and the catheter was kinked. It was also noted that there was blood on the catheter and it was damaged at implant. The analyst also noted that the catheter was slit spirally (a technique issue) and the slitter was not returned. Kinks were visible on the catheter shaft which likely contributed to the torque issue during the procedure. When the handle was rotated, the catheter shaft moves in and out during the bench test.